Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to d8, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation the root cause of this event (high flow insufflation unit alarmed and the screen blacked out) was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit alarmed, and the screen blacked out during a therapeutic laparoscopic radical resection for bladder cancer. The facility changed to another device to complete the procedure. There was no report of patient harm associated with this event.